Manufacturer narrative:
The customer¿s calibration and qc were ok. Based on qc data, the investigation determined a general reagent issue could be excluded. The field service engineer determined the gear pump head was defective and there was a hole in the vacuum line. He replaced the gear pump, pressure gauge, and a rinse tubing. He removed the damaged line and reseated the tubing. All performance checks were within specifications. Qc was acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable lithium test system results for one patient tested on a cobas 6000 c (501) module. The patient¿s initial lithium result was 2.4 meq/l and was reported outside the laboratory. The doctor questioned the initial result and requested that the sample be repeated. The repeat results were 0.8 meq/l and 0.9 meq/l. The customer determined the repeat result of 0.8 meq/l was correct. The lithium reagent lot number was 46070901 with an expiration date of 30-nov-2021.